Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009088, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009088 was manufactured according to the work instruction (wi) version 98 and packaging in the machine multivac 14 on 09-sep-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was opened during the related processes and further product disposition were required. Nc is not related to complaint code. The sub-assembly, welding of the lot 4h02905 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 26-aug-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4j01533 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07, on 08-sep-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4j00953 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 08-sep-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4h02842 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 17-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4h02903 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 07-sep-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4h05600 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 08-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no nc raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set needle was bent on (B)(6) 2025, which resulted in elevated blood glucose (400 mg/dl), therefore patient had received correction bolus via pump. The patient replaced supplies as necessary and resumed insulin. No further information was available.